Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processors (vp) located on both vision side carts (vsc) in order to resolve the reported problem. The systems were tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The vps were analyzed and the reported error was confirmed but not replicated in both vps. In the system logs, the error 95 was found indicating that the fault had occurred in the field. During visual inspection, no issues were found that were related to the reported issue. The vps were installed onto a golden system where the components functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for one hour. Once the testing was completed, the system error logs were inspected; however, no errors could be identified. The complaint was confirmed based on the field evaluation but not replicated by failure analysis. The probable root cause of error 95 is attributed to a high temperature fault. Since the reported problem was not reproduced during in-house testing, this fault may result from obstructions preventing proper air ventilation of the cart/console or a faulty system component. The system is placed in an unrecoverable mode, and this error can be resolved with a power cycle.

Event description:
It was reported that during a training/demo of the da vinci system, error 95 was observed during use of the patient side cart (psc). Technical support engineer (tse) confirmed the error in the system logs. It was pointing to defective cooling or video processor (vp). There was no report of patient involvement.